Manufacturer narrative:
H.6. Investigation: bd received 1 sample and 1 photo from the customer for investigation. The photo was reviewed and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Additionally, the customer sample was evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed. The most likely cause of the fm appears to be pallet dust. It is likely that the part was not pressed correctly between the center posts in the pallet and was able to hang off, getting trapped between two pallets and accumulating the dust. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported with the use of the bd vacutainer® ultratouch¿ push button blood collection set had foreign matter on device cannula / needle or any fluid path component. The following information was provided by the initial reporter: the customer stated there was "foreign matter like black powdery dust was found onto the tube."

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set; medical device type: fpa; a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd vacutainer® ultratouch¿ push button blood collection set had foreign matter on device cannula / needle, or any fluid path component. The following information was provided by the initial reporter: the customer stated there was, "foreign matter like black powdery dust was found onto the tube."